Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in germany, a 26mm sapie 3 ultra valve was deployed in the aortic position via the transfemoral approach. Resistance was encountered during the advancement of the valve and commander delivery system through the 14fr esheath. It was not possible to push the valve through and additional force was applied, resulting in the valve rupturing the sheath at the level of the bifurcation/descending aorta. X-ray showed the valve was 'slightly' outside of the sheath. The entire system was removed as one unit. A new sheath, valve and delivery system were prepared and successfully used for the procedure. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Review of the provided device imagery revealed a liner tear on the sheath and a bent frame strut on the valve. Pre-decontamination evaluation of the returned devices confirmed the bent valve frame strut.

Manufacturer narrative:
A supplemental MDR is being submitted to reference mfg. Report number. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-10331.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: two (2) struts bent at inflow side and a piece of hdpe was observed on the bent strut. After expansion of the valve the following was observed: one (1) strut remained bent after expansion, valve frame was canted/distorted, multiple struts exposed through skirt; it was normal after used and leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Functional or dimensional testing was unable to be performed due to the condition of the returned device (frame distorted). Imaging was provided and revealed the patient's access vessel had present of calcification and tortuosity. Post-procedural device photos revealed the delivery system and the crimped valve inserted through the sheath and the crimped valve exposed through the torn liner. In addition, one (1) strut was bent outward at the inflow side. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in a high push force and frame damage) is captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'there were resistance while introducing the commander delivery system with crimped valve through esheath and it was not possible to push the delivery system. The valve ruptured the esheath at the level of the bifurcation/descending aorta and at x-ray, it showed that the valve was slightly outside the esheath.' Furthermore, during device evaluation bent struts observed at inflow side. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft, resulted in the valve protruding though liner, and damage the struts at the inflow. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment and corrective and preventative action were previously initiated to investigate the cause and assess the risk associated with high push force of the commander delivery system with s3u through the esheath+.